Event description:
Physio-control's device evaluation found that the actual measured delivered energy was different from the displayed value on the screen. The device displayed a higher energy charge on the screen than the selected amount. Furthermore, the device illuminated the service light and logged a fault code in the memory following energy delivery. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the sales inventory. Physio further evaluated the removed system pcb assembly and determined the cause of the failure to be a broken filter, designator fl128.